Manufacturer narrative:
Add'l info will be provided once the investigation is complete.

Event description:
It was reported that the unit experienced an e-1 error and that this first occurred during a case. There was no significant delay or harm to the pt due to the error.